Event description:
This case was initially received via regulatory authority (B)(6) on 09-oct-2017 and additional information was received on 12-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 50759360) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), nausea ("nausea"), asthenia ("asthenia"), dizziness ("dizziness"), arthralgia ("arthralgia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (subtotal interadnexal hysteroscopy via laparoscopy). At the time of the report, the pelvic pain, migraine, nausea, asthenia, dizziness, arthralgia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, dizziness, migraine, nausea and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 5.199 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.